Event description:
Procedure type: nephrectomy. According to the reporter: two of the devices would not hold and cut tissue at all. Another device was used to complete the procedure. Oozing occurred.

Manufacturer narrative:
(B)(4).